Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt alleges stimulation has been intermittent and ineffective for the past 3 years. Contraindicated testing is needed; therefore, the pt may consider a system explant as the next course of action.